Manufacturer narrative:
The reported event of premature battery depletion and incorrect measurement was not confirmed. The device was received in backup mode, which was triggered after explant due to exposure to cold temperature. As received, the device battery was depleted to elective replacement indicator (eri) level. The device image was analyzed and the device was programmed to auto settings. When the device is in auto settings, it will adjust pacing output based on patient requirement and may cause a change in the longevity. The product code was reloaded and further electrical testing did not reveal any anomalies. A longevity assessment was performed, and the device battery depletion was revealed to be normal.

Manufacturer narrative:
Further information was requested but not received.

Event description:
During a clinic follow-up, a longevity overestimation was observed on the device. Technical support was contacted and a possible premature depletion of battery was suspected on the device. The device was explanted and replaced to resolve the event. The patient was stable and will continue to be monitored.